Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced inaccurate readings and calibrated the device successfully. In the middle of the night, the cgm reading was 120 mg/dl and the bg reading was 46 mg/dl, she never received an alert for hypoglycemia. The patient struggled to maintain consciousness and asked her neighbor for help. The patient was dizzy at the time of the event and was crawling as she felt weak. At some point the patient fainted. The patient drank juice to treat the hypoglycemia. The patient recovered 20 minutes after the treatment. At an unspecified time during the event, the cgm was 225 mg/dl and the bg was 123 mg/dl by the patient. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.